Manufacturer narrative:
(B)(4). Batch # m91h9g. The analysis results found that the harh36 device was returned inside its package. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister and the tyvek were found to be broken at one of the sides of the package. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It has been reported that the box containing the device was damaged. No device was used at all. No patient consequence were reported.